Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
The information received indicated that approximately one week after catheter placement the patient returned complaining of humidity around the catheter. The catheter was exchanged and a confirmed rupture was identified close to the proximal connection of the catheter. Although this required an additional procedure, according to the initial reporter the patient did not experience any adverse effects due to this occurrence.